Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the replace battery now alarm. Customer stated that the insulin pump did received low battery alert prior to the replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.